Event description:
Customer reported that pump became hot while charging. No adverse impact to the customer's blood glucose level was mentioned. Customer declined follow-up, and no further details were provided.